Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call for the last three days, the display would go blank and when changing the battery, the insulin pump would alarm failed battery test. Blood glucose value was 200 mg/dl. The alarm history also showed a no delivery and battery out limit alarms. He confirmed that the battery cap was not damaged or corroded. Troubleshooting was not completed since the insulin pump did not have an error alarm or blank display at the time of the call. The customer was advised that a battery cap replacement would be sent.